Event description:
It was reported that asymptomatic patient presented to the ER after having felt a shock. Upon interrogation, the device was found in bvvi, with no tachy therapies available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported bvvi was confirmed in the laboratory. The reason for the reset was a power on reset (por) due to low battery voltage. Multiple aborted charges due to noise associated with a low battery were recorded. The device functionality was evaluated and was normal.